Event description:
Customer reported the system is displaying a filament regulator failure error. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the filament regulator pcb. System is operating as intended.